Manufacturer narrative:
B5: additional information received and attached from customer via email dated (B)(6) 2021: there was no injury reported. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The reported "alarming cassette not attached properly" problem was not duplicated. Downstream/ upstream sensor passed occlusion tests. Dso passed also the pressure test. The upstream and downstream occlusion sensor were replaced as preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed "cassette not properly attached." There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.